Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device does not turn on when plugged in. Per service reports, this complaint can be confirmed. It was found during evaluation that the engine was in poor condition, motor was corroded. But the cable was in good condition. The motor was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. The corroded motor would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported that the device does not turn on when plugged in. Device came back from repair center the 07/05/20 (wo-413646) no further informations available.